Manufacturer narrative:
Updated/corrected.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's display is damaged. There was no reported patient involvement.